Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the device gave a "shock advised" prompt. However, when the advanced cardiac life support team arrived and attached their defibrillator they believed the rhythm was not shockable. No shocks were delivered to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.